Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received one shock in an episode and two shock in a another episode, related to a possible atrial fibrillation (af) with rapid ventricular response (rvr). According to additional information received, it could not be conclusively determined if therapy was appropriate or not. No additional adverse patient effects were reported. The device remains in service.